Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 4.1, lab: 23. Patient self tester tested on the meter, but ended up going to the emergency room because he noticed a bit of blood in his urine. Patient self tester states that they were unable to get an inr value from him right away, but eventually obtained an inr of 23 from the hospital lab. Patient was admitted to the hospital; given vitamin k and plasma. Therapeutic range: 2.5-3.5 (due to aortic valve replacement). Patient was in the hospital from (B)(6) 2012.

Manufacturer narrative:
Investigation pending.